Event description:
It was reported that the patient presented in clinic for follow up. Stored egms revealed multiple episodes of noise. The noise could not be reproduced in-clinic. The lead was capped and replaced. Patient condition was stable after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. A partial lead with the connector pin measuring 19.3cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.